Event description:
Reportedly, patient death due to cardiac failure after an implant duration 34.7 months. Per the cer and ae report: death due to cardiac failure. Autopsy was performed and infective endocarditis was diagnosed post mortem. Patient being investigated for gastrointestinal problems.

Manufacturer narrative:
Customer letter not required. This was determined reportable per edwards lifesciences procedures. Device will not be returned due to the infection. No additional information is available at this time. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.